Event description:
It was reported from an abstract of an article from the european journal of arrhythmia and electrophysiology that the patient with this right ventricular lead experienced dizziness. Analysis of the system was performed and low amplitude, noise and oversensing was observed. X-rays were performed which confirmed lead dislodgement. No additional information was provided in the article. This lead remains in service. No adverse patient effects were reported.